Event description:
Customer reported via phone, the insulin pump alarmed no delivery during bolus. Customer's blood glucose was 600 mg/dl. Customer had disconnected from the device since saturday. Customer tried to connect the new infusion set to the old site that she had since stopped use of the device. Customer was advised to do a complete set change and then bolus, insulin pump did not alarm. Customer is not returning the device for further analysis since the device didn't need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.